Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a power module had a yellow wrench with a red battery hazard symbol illuminated on 30oct2023. There was a continuous audio tone despite being plugged in for hours. The power module was not connected to a patient and no patient needed the power module at the time of the event. The manufacturer's representative advised that the power module backup battery was not functioning properly or was not installed correctly. Replacing the power module's backup battery resolved the alarm.

Manufacturer narrative:
Section d3 - manufacturer information: updated. Section g1 - contact office (and manufacturing site for devices) or compounding outsourcing facility: updated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power module having a yellow wrench alarm along with a red battery hazard alarm active was not confirmed. The heartmate power module internal battery (serial number (B)(6)) was not returned for analysis. There were no photos, videos, or any other supporting documents submitted that would confirm the reported event. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, under section 7 ¿alarms and troubleshooting¿ and heartmate power module instructions for use, rev. C, under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use, rev. C, section 3 "powering the system" and heartmate power module instructions for use, rev. C, under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use, rev. C, section 8 "equipment storage and care" and section f "safety checklists, and heartmate power module instructions for use, rev. C, under "inspection cleaning and maintenance" explain how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook, rev. D, and the heartmate 3 instructions for use, rev. C, caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The power module internal battery (serial number (B)(6)) was accepted in storage location on 31mar2023. The power module internal battery was shipped from abbott on 02sep2023. No further information was provided. The manufacturer is closing the file on this event.